Manufacturer narrative:
Eval: sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2005. It was reported the ipg was explanted and replaced as it was no longer holding a charge. The explanted ipg was returned to the MFR for analysis. Analysis of the device is in process. Follow up on the pt found no further issues reported.